Manufacturer narrative:
(B)(4). G2: event occurred in south africa. Based on a visual evaluation of the image received (B)(6) verified the plate had stained the patient. The returned and evaluated device is to be scrapped. Per the investigation, assuming this reaction is a result of the material of the plate interaction with the patient, the probable root cause of this would be an allergy or from a substance present on the plate post sterilization. While titanium is considered a non-reactive metal and the industry standard for use in the human body, allergy to this material is possible. The autoclave sterilization process of the healthcare facility could also cause this, from unacceptable drying or substances present in the steam sterilization method. Based on the investigational findings, this event has been deemed not reportable. This event has been logged into our database to monitor and identify potential trends per internal procedures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that several week post implantation of a left ttc ankle arthrodesis, the patient began complaining of pain in the anterior left tibia. Approximately 18 months post implantation, it was noted that the talotibial joint and the subtalar joint had fused and so the physician decided to remove the plate in an attempt to resolve the pain. Upon revision, discolored tissue was present and removed where possible; surgeon felt patient had some kind of reaction to the plate. Attempts have been made and all information has been provided.